Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a history of hyperlipidemia and stable angina. In 2009, a mid lad (left anterior descending) lesion was direct stented with a xience v. A dissection occurred after inflation of the stent balloon. Another xience v stent was implanted to treat the edge dissection. The pt was discharged in the next day on clopidogrel and aspirin. No additional event or pt information is available.

Manufacturer narrative:
Dissection, as listed in the IFU is a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). No pre-dilation was performed. The IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.